Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The pace/defib engine assembly was replaced and scrapped as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.